Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) h3: analysis of the 37761 desk top recharger (s/n (B)(6)revealed that the cable assembly needed to be replaced due to a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the charger need to be replaced as the desktop charger (dtc) was not getting a charge to the recharger. They were having a problem with recharging the ins and it was because the recharger was not charging. The patient checked the dtc connector pin to see if the connector pin was bent, broken or loose; pt stated that they leave the dtc plugged into the insr all the time and that the connector pink looked just fine; pt then stated that they noticed that it was hard to plug the dtc into the insr. The patient then checked inside the dtc connector pin for the black plastic piece to see if the black plastic piece was out of place; pt stated that it was "down below the hole". Pt then stated that their husband had plugged the dtc into the insr, however little plastic pieces fell out. Pt stated that they thought the pieces came out of the insr. Pt stated that they thought that the three little pieces were stuck inside the insr, so that was why they couldn't connect the dtc to the insr. Pt stated that the manufacturer repre sentative (rep) was able to plug it in, so the pt was then able to go ahead and recharge the ins; pt noted that the ins battery was depleted. Pt stated that they were having problems because they never got the ins battery up like it should have been, so they had to "charge it quicker". Pt then stated that the ins was completely charged. Pt then stated that they already had it charged when they met with the rep as they put it on at 9 this morning and that after their husband removed the plastic pieces, they were able to recharge the ins. Pt stated that they saw something in there and that it looked like what fell out. Pt then stated that they think that a couple of those plastic pieces were inside there and that's why they couldn't get it into the insr, however they could get it in the other way upside down; pt stated that they thought that the plastic pieces weren't supposed to be in the insr and that they maybe came out of the dtc. A new recharger and dtc were requested. No symptoms were reported.